Event description:
The device was being utilized for delivery of another MFR's stent to the femoral artery. During introduction of the stent, the valve of the check-flo dislodged. The stent was prematurely deployed in the iliac artery rather than the femoral artery as intended. The pt sustained blood loss as a result of the damaged valve.